Manufacturer narrative:
It was reported that the table allegedly went into flex on its own with a patient on the table. There was no reported injury or adverse event. The table was visually examined and a performance test of all movement functions was conducted. The hand pendant used during the procedure has been returned to stryker for evaluation. Additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.

Manufacturer narrative:
The surgical table was found to be conforming, however the hand pendant used had a damaged button and it was determined to be causing the complaint. The customer was recommended to replace the damaged hand pendant and check for damages to the equipment prior to usage. The complaint was resolved after the hand pendant was replaced. Although the hand pendant was returned, by (B)(4), for further investigation, it was lost in shipment by (B)(6).

Event description:
It was reported that the table went into flex on it's own with a patient on the table. There was no reported injury or adverse event.

Event description:
It was reported that the table went into flex on its own with a patient on the table. There was no reported injury or adverse event.